Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Inflammation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent system procedure, the patient presented at one (1) month postop with inflammation following cessation of the steroids. Per report, one (1) stent appeared to be touching the iris or ¿too close¿ to the iris. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, h6 (method and results). Based on the information received, the root cause of the reported event could not be conclusively determined. MFR# reference:26417. H3 other text : placeholder.

Event description:
The surgeon requested consultation with the medical monitor and the following additional information was provided. The current medications are on a slow taper and patient is being monitored.